Event description:
Customer called to report low blood glucose levels of 49 mg/dl. Customer reported after taking a glucose tablet, blood glucose reading rose to 106 mg/dl. Customer declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).